Event description:
Crushed insulation and could not pace after first shock. At second attempt to induce vf, no t-shock delivered; impedance >200 ohms. Lead subsequently tested out of specification during manufacturer's analysis.